Manufacturer narrative:
The device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decrease in patient's hearing performance was noticed by guardians on (B)(6) 2015. No trauma was reported. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
A decrease in patient's hearing performance was noticed by the patient's guardians on (B)(6) 2015. No trauma was reported. The patient was re-implanted on (B)(6) 2015.